Event description:
It was reported that the pt experienced increased tightness and hypertonicity. The pump rate was decreased from 350 mcg/day to 12 mcg/day as a diagnostic test to see if the pt experienced any signs or symptoms of withdrawal. The report indicated that she did not. The health care professional (hcp) decided to perform an exploratory surgery. During the surgery it was noted that the catheter had a fracture or tear about 1/2 inch above the connector. The catheter was replaced. The pump was used to deliver lioresal 2000 mcg/ml. The infusion rate was decreased to 98 mcg/day following the catheter replacement. Add'l info has been requested from the hcp, af/u report will be sent if add'l info becomes available.

Manufacturer narrative:
Other - catheter.